Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of intermittent low ca2 calcium gen.2 (ca2) results from a cobas 8000 c (701) module. The customer stated that there have been probably around 5 occurences of the issue since (B)(6) 2018. The customer provided only the specific results for 3 patient samples, of which 2 were a reportable malfunction. For patient 1 the initial ca2 result was believed to be around 5.4 mg/dl with a repeat result of about 8 mg/dl. The customer stated that the initial ca2 result was released outside of the laboratory but was questioned by the physician. The specific date of event for patient 1 was not known. On (B)(6) 2108, for patient 2 the initial ca2 result was 3.7 mg/dl with a repeat result of 8.8 mg/dl. It is not clear if the erroneous result was released outside of the laboratory. Clarification has been requested. The customer stated that if they tried repeating the questionable low ca2 results on the same analyzer the results might be low again. The customer stated that if they would repeat the testing on another analyzer the result would be normal. Specific results were provided. There were no adverse events. The ca2 reagent lot was 27022701 with an expiration date of 31-oct-2018. The samples were aliquoted by a modular pre-analytical system. The field engineering specialist found that the main pump pressure had drifted. He adjusted the pump pressure. The customer stated that they are no longer having any issues following the service visit. Further investigation confirmed the field engineering specialist initial finding as the root cause.

Manufacturer narrative:
For patient 2 it was believed the result was not reported outside of the laboratory as the testing was repeated because the customer had noticed the issue was occurring. There was no adverse event for any of the patients involved.

Manufacturer narrative:
Product problem was corrected.